Manufacturer narrative:
Stryker replaced the system pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center further evaluated the removed part and verified the reported issue. The cause of the reported issue was due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that their customer 's device during daily user test would not complete its initial self-test upon powering the device on. In this state, the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified."

Event description:
A third-party service agent contacted physio-control to report that their customer 's device during daily user test would not complete its initial self-test upon powering the device on. In this state, the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer 's device during daily user test would not complete its initial self-test upon powering the device on. In this state, the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.